Event description:
Doctor reported patient in (B)(6) study experienced difficulty swallowing and other symptoms of obstruction. A band adjustment was performed, but the event persisted. A surgical revision was performed, specified as capsular scar takedown and adhesiolysis. The patient experienced further difficulty swallowing and other symptoms of obstruction, and wanted the device removed. Complete band removal was performed.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA to: (B)(4) 2012. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Capsule formation, dysphagia and obstruction are surgically/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of capsule formation as follows: "the band can be unlocked and/or repositioned if necessary. The band is usually surrounded by a thin, clear capsule. After entering the abdomen via laparotomy or a laparoscopic approach, cut open the capsule and unlock the band as described previously, reposition the band, and complete the band placement as previously described." Device labeling addresses the reported event of dysphagia as follows: 'ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." Device labeling addresses the reported event of obstruction as follows: "obstruction of stomas has been reported as both an early and a late complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage, pouch torsion, or patient noncompliance regarding choice and chewing of food." "Patients must be cautioned to chew their food thoroughly. Patients with dentures must be particularly careful to cut their food into small pieces. Failure to follow these precautions may result in vomiting, stomal irritation and edema, possibly even obstruction."